Manufacturer narrative:
Results: bd life sciences - preanalytical systems had received five (5) photos and (B)(4) samples from your facility for investigation. Based on the evaluation of the samples and photos, we observed that there was a labeling discrepancy for the sodium borate additive concentration. Further investigation activities were conducted and it was determined that the sodium borate additive concentration of 2.08 mg/ml listed on the kit poly bag is incorrect. The correct sodium borate additive concentration is 3.95 mg/ml as correctly noted in the bd vacutainer® c&s preservative tube product insert. Additionally, the formulation of the sodium borate additive concentration has remained the same (3.95 mg/ml) since the product was launched and the product has always been manufactured using this formula. Therefore, the sodium borate additive concentration in the incident lot number 6210614 is correctly formulated to 3.95 mg/ml. Further investigation activities have identified the root cause and as a result, corrective actions have been implemented and the label discrepancy has been corrected. Conclusion: CAPA (B)(4) was initiated to determine the root cause associated with the labelling discrepancy and implement corrective actions in order to reduce/mitigate further occurrence of this issue.

Event description:
It was reported that the bd vacutainerr® plus plastic urine c&amp;s preservative tube had an additive labeling discrepancy. No injury or medical intervention.